Manufacturer narrative:
Additional information: the device was received for evaluation contaminated with blood. Visual inspection revealed that the tubing was separated from the y-junction. Further visual inspection revealed a lack of solvent; solvent had not been applied uniformly on the tube. The reported condition was verified. The cause of the condition was determined to be a lack of solvent applied during manual solvent application. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type catheter extension set broke. It was further described as the device "was broken at the bifuse junction". This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.